Event description:
Customer's mother reported that the insulin pump returned multiple button error alarms. Customer's mother reported experiencing high blood glucose levels up to 426 mg/dl. Caller reported that the button error alarms began about four days before the call. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.